Event description:
The patient (B)(6) is a participant in a clinical study. It was reported the patient experienced perforation of the left lead. This issue did not impact the patient's therapy relief. Surgical intervention was undertaken on (B)(6) 2014 to explant and replace the device.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.